Event description:
Boston scientific received information that this chronic transvenous right atrial (ra) lead exhibited a pacing impedance measurement of 2048 ohms. No adverse patient effects have been reported as a result of this observation. Of note, the patient has undergone an av node ablation.

Event description:
Additional information received states that this ra lead has been surgically abandoned. Information has been provided that patient passed away for an unknown reason. The system is no longer in service.

Manufacturer narrative:
Available information suggests that this ra lead remains in service at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.